Manufacturer narrative:
Trackwise #(B)(4). Updated section: g4, g7, h2 h3, h6, h10. The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. Signs of clinical use and evidence of blood was observed on the harvesting jaws. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone insulation on the outer portion of the cold jaw was observed to be peeled, exposing the inner metal component of the cold jaw. . Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed as well as for the analyzed failure "material twisted/ bent wire". Specific actions for the reported failure mode ¿peeled jaw¿, and analyzed failure mode ¿material twisted/ bent wire¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from jaws. Finished case with defective kit as it was close to end of case when the defect occurred. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from jaws. Finished case with defective kit as it was close to end of case when the defect occurred. The hospital did not report any patient effects.